Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Multiple non-sustained lead noise episodes were noted. The noise could not be reproduced with isometrics, but was seen when the patient coughed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.